Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The lv lead was explanted. Additional information indicates that the patient was hospitalized due to methicillin-resistant staphylococcus aureus (mrsa) sepsis and was rehospitalized due to mrsa bacteremia and infectious disease. Hence, system extraction was opted. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, no analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. This supplemental is being filed to capture the product return date and a pertinent additional information was received.